Event description:
A malfunction code labeled malf 12 was reported, and the issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer contacted support and was guided through resetting the pump; however, the issue persisted, leading to the decision to replace the pump. The customer was informed to use multiple daily injections as a backup therapy until the replacement arrived. Technical support confirmed the shipping details and instructed the customer on how to put the pump in storage mode and return it using a pre-paid label within 10 days.